Event description:
It was reported that left hip revision surgery was performed due to metallosis, loosening, pseudotumor, and elevated levels of cobalt and chromium.

Manufacturer narrative:
[(B)(4)].